Event description:
It was reported that the stent dislodged in the iliac on the way to treat the renal artery (off label use). The stent was removed with a snare device. No patient effects were reported.